Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reportedly only has some hearing sensation with the device. Parents did not note any accident or trauma. External parts have been swapped out and now the patient is able to hear with the device.

Manufacturer narrative:
Additional information: component code: g02015: result code: c0701 added to report.

Event description:
The user reportedly only had some hearing sensation with the device. As per additional information received on 12-apr-2023, the user did not have hearing perception anymore. The device has been explanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time. In addition the active electrode array was seen to have been partially migrated out of cochlea post-operatively, which might have contributed to the lack of benefit. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user reportedly only had some hearing sensation with the device. As per additional information received on 12-apr-2023, the user did not have hearing perception anymore. The device has been explanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode possibly caused by minute device mobility can be assumed. A device investigation at the explanted device is necessary to determine a root cause. However, no date for revision surgery has been scheduled yet since the patient reportedly has access to sound with the device. The concerned device remains implanted and in use.

Event description:
The user reportedly only has some hearing sensation with the device. In situ measurement show an increased number of channels with high impedance beginning in (B)(4) 2016. Parents did not note any accident or trauma. External parts have been swapped out and now the patient is able to hear with the device.